Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 300-over 500s mg/dl); cause was not known. A bolus was delivered to address bg. Customer discontinued call to tandem technical support during a pump system check. Upon follow up, customer changed out the pump supplies. Insulin delivery was resumed.